Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported for left side "feels hooked in the left breast", "feels insecure, scared and can¿t sleep because of the prosthesis. Is terrified to die from cancer. Patient got very upset that the physician did not inform about the recall before". The device remains implanted. Treatment: block silicone implant. Patient reported "stitches in the left breast", "capsular contracture grade unknown", "extensive pain , accompanied by pricks and needles". Patient reported "cysts" and "foreign body removal from chest wall". The event "foreign body removal from chest wall" is not related to the device.

Event description:
Patient reported "capsular contracture grade IV". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported for left side "feels hooked in the left breast", "feels insecure, scared and can¿t sleep because of the prosthesis. Is terrified to die from cancer. Patient got very upset that the physician did not inform about the recall before". The device remains implanted. Treatment: block silicone implant. Patient reported "stitches in the left breast", "capsular contracture grade IV", "extensive pain , accompanied by pricks and needles". Patient reported "cysts" and "foreign body removal from chest wall". The event "foreign body removal from chest wall" is not related to the device.